Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were stripped. The cap did not secure properly to the pump; a test cap was used to complete investigation. During testing, the pump was powered on and the display screen appeared dim and discolored. The keypad cover was torn; however, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and contamination was found under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, a dim and discolored display, and contamination under button contacts. This report is made based on results of investigation completed on (B)(4) 2015.